Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient alleges the bolus recommendations provided by the software application are not accurate. No adverse event reported. No product will be returned for evaluation and backup files are unavailable.